Manufacturer narrative:
Other products involved in this event: (B)(4)- 1650de - exp. Date: 12/31/2015. Device available for evaluation?: yes, 18/may/2017. Device evaluated by MFR?: yes. Device manufacture date: 04/dec/2014. Labeled for single use?: no. (B)(4). (B)(4)- 1650de - exp. Date: 31/dec/2015. Concomitant products: yes, 18/may/2017. Device evaluated by MFR: yes. Device manufacture date: 08/dec/2014. Labeled for single use: no. (B)(4). Unk. Shoulder pack - 2060us. Concomitant products: yes, 18/may/2017. Device evaluated by MFR: yes. Device manufacture date: 08/dec/2014. Labeled for single use:(unknown). (B)(4). It was reported that the batteries would rapidly discharge, the controller was overheating and the shoulder pack was damaged. Both batteries, controller and shoulder pack were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the batteries showed that they met specifications; the units passed visual examination and functional testing.¿ log file analysis revealed that the batteries discharged as expected when in use. As a result, the reported event could not be confirmed during bench testing; the battery performed as expected. Failure analysis of the returned controller showed that it passed visual inspection and functional testing. The controller was allowed to run for an extended period of time. Results revealed that the controller's surface temperature felt normal to the touch. Internal analysis of the controller did not reveal any abnormalities. Additionally, thermal readings of the controller were normal. As a result, the controller operated as expected. And failure analysis of the shoulder pack showed that it met specifications; the unit passed visual examination and functional testing; performed as expected. The controller, both batteries and the shoulder pack all passed both visual and functional testing. No failure's found, all device's performed as expected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1650de - exp. Date: 12/31/2015 UDI #: (B)(4), (B)(4) - 1650de - exp. Date: 12/31/2015 UDI #: (B)(4), unk. Shoulder pack - 2060us. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. It further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The instructions for use (IFU) cautions users to not expose batteries to temperatures outside the storage and operational ranges or they may provide less support than usual. To preserve battery life, batteries should be stored at room temperature. Long term storage outside of normal range may permanently reduce the battery capacity. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
It was reported that the controller had become very hot in the past and that the two batteries were draining very fast. The patient was admitted to the hospital and the controller was exchanged. The controller and batteries were returned to the manufacturer. No further information is available.